Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 12 years, since the subject device was manufactured. This camera head does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it, patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus own authorized service personnel is excluded from olympus limited warranty. And is not warranted by olympus in any manner. Based on the results of the investigation, the root cause of the reported failure, is due to a non-olympus cable installed on the ccd (charge-couple device). Once replaced, the unit was restored. The unit back to specifications. Olympus will continue to monitor field performance for this device.

Event description:
It was reported by the customer, during preparation for use, the high-definition autoclavable camera head presented no image when plugged into the evis exera iii video system center. The image/screen was black. There was a surgical delay of five (5) minutes with the patient under general anesthesia. The intended procedure was completed with another camera head. No other device was involved in the event. The device had been inspected prior to use. No image was projected on the monitor when the camera head was plugged into the video system center. No patient harm reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The screen was black due to a faulty cable unit. Additionally, the unit was equipped with a non-olympus cable/video connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.